Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported by the patient that they were hospitalized twice for high and low blood glucose levels. The levels at the time of the hospitalizations ranged from 700mg/dl all the way down to 50mg/dl. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the patient. The device is being returned. No further information available.